Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer planned to use multiple daily injections (mdi) as a backup therapy while they awaited a replacement pump from technical support. Cts confirmed the shipping address, instructed the customer to put the malfunctioning pump into storage mode, and return it using a pre-paid label within 10 days.